Event description:
Catheter broke during the insertion in 2006. The surgical procedure was abdominoplasty. The catheter was sheared with the needle from a second introducer during the insertion. 0.5 inches of a catheter segment was left in the patient. The patient has not kept the follow up appointments.

Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. It was reported that the catheter was sheared with the needle during the insertion. Based on this information, the technique used in the insertion of the catheter caused the reported incident. If addtional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.